Event description:
The customer states that pt, known to to toxoplasmosis igm negative, generated an axsym toxo igm assay index positive result of 1.2. The sample was retested with negative index results of 0.2/0.2/0.1. There is no impact to pt management reported.